Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. A family member of the patient called and reported that they were unable to charge the implantable neurostimulator (ins) even with the replacement recharger. The replacement insr had worked initially for a short while. The patient programmer had poor communication. The recharger would not communicate with the ins. It was later reported that the ins would not communicate with the patient programmer, recharger, or physician programmer and an overdischarge was alleged. The last time the patient had felt stimulation or had last successfully charged their ins was in (B)(6) 2015. The patient reported that they had felt stimulation three weeks ago. It was reported that the patient had not recharged their battery. Recharging of the ins had not been maintained due to unrelated medical issues as the patient was hospitalized. The antenna locate feature was attempted three times but it was unsuccessful. The recharger showed ¿al¿ and then the screen would show the splash screen and then show the ¿reposition antenna¿ screen. Two physician mode recharge (pmr) sessions were performed but after two hours the battery without the ins waking up. The issue was not resolved when the patient left their appointment with the manufacturer representative. It was reported that there was a planned surgery to replace the ins soon. The surgery had not been scheduled yet at the time of this report. Additional information has been requested regarding the planned surgery, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported by the consumer and the manufacturer representative that the patient was unable to recharge and has an increase of pain. The patient stated that she had a "half paralyzed stomach" and the pain medication was hard on them. Patient and technical services walked the patient through troubleshooting. The patient saw a green light on the desktop charger and stated the connector pin was not bent or loose. When the patient plugged the desktop charger into the implantable neurostimulator recharger (insr) the insr battery is showing half full. Within a few minutes the insr shows full charge, but upon unplugging the desktop charger the battery charge levels remains at half. After pressing the green button to start the implantable neurostimulator (ins) charge the screen shows mdt 4.0 but the ins never starts to charge. The insr will not charge up. The patient reports recharging approximately every two days, but the last successful recharge was two weeks prior to the call. The last time they felt stimulation was two days after their last successful recharge. The patient is able to connect to the ins with the programmer and the programmer states the ins needs to be recharged. Since the patient is unable to turn stimulation on they have felt an increase in pain. No interventions or outcome was reported. Follow-up is being conducted to obtain this information and the event will be updated if additional information is received. The patient is indicated for spinal pain.